Manufacturer narrative:
(B)(4). The device was not received for evaluation. A device history record review revealed no issues that could have caused or contributed to the issue. The reported condition was not verified. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain alarm. This alarm indicates that the patient drained greater than or equal to 160% of the maximum prescribed cycle fill volume. The technical service representative explained the meaning of the alarm and how to clear it. There was no patient injury or medical intervention associated with this event. No additional information is available.